Event description:
Information received by medtronic indicated that the insulin pump had error 63.customer was able to successfully clear the alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w ver 6.7u. Retainer = black. Customer returned the pump for alleged pump error 63 alarms found on (B)(6) 2021. The pump passed the self test and the displacement test. No pump error 63 alarm noted during testing. The trace and history files were successfully downloaded using thump. A review of the downloaded history files reveal that on (B)(6) 2021 one (1) pump error 63 (variable 15) alarm at 14:29 and on (B)(6) 2021 one (1) pump error 63 (variable 15) alarm at 08:46 occurred. Per global logic analysis fault 63 is a hw error during accessing ad5161 chip via twi interface. Fault isolated to the hardware. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcaa 1 and pcba 2) , the motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 63 alarm is confirmed, per global logic analysis fault 63 is a hw error. (B)(4).